Manufacturer narrative:
(B)(4). This complaint for a check patient line that occurred during fill 1 of 4 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting for a check patient line alarm the caregiver (cg) stated there was air in the patient line. The technical service representative (tsr) advised the cg they would need to end therapy and start over with new supplies. The tsr assisted the cg to end therapy. The cg would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, (B)(4) contacted the home patient (hp) regarding the reported event. The hp stated the air in the patient line was small bubbles. The hp stated some of the air might have gone into them. The hp informed their registered nurse (rn) regarding the air and the rn did not prescribe any medication to the hp. The hp stated they checked all of the disposables and they could not find the source of the air in the line. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated they discarded all of the samples and did not know the lot number of the supplies. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.